Manufacturer narrative:
Resistance. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobroncial stent was used during an airway stenting procedure, on a female patient. According to the complainant, the stent was traversing a turn while the deployment suture was being pulled to deploy the stent. Resistance was felt and the suture ripped. The stent partially deployed, however, the entire system was removed. The procedure was not completed, patient will be returning (date unknown). There were no patient complications reported as a result of this event. The patient was reported to have cancer. No additional information was provided regarding the patient's current condition. Should additional relevant details become available, a supplemental report will be submitted.